Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The attune patella peg/ post sheared off.

Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. Based on a previous similar evaluation, the root cause is attributed to overload. Based on the root cause of overload, corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.